Event description:
It has been determined that the complaint does not warrant a device investigation at this time. The related complaint is found to be an issue with the user¿s diabetes management and therapy expectations rather than any deficiencies or defects in the product. The customer was transferred to the clinical management team to discuss possible therapy adjustments related to meal insulin delivery. There were no reported malfunctions, adverse events, serious injuries, ems involvement, or hospitalization associated with the device's performance.

Manufacturer narrative:
Initial.